Manufacturer narrative:
4598 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited two ride-through power on resets (por). It was noted the patient was scheduled to go into the clinic for reprogramming and the device remains in use. No patient complications have been reported as a result of this event.